Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned an analyzed. Primary analysis results revealed no anomalies found.

Event description:
It was reported that the device had been on the consignment shelf and when interrogated prior to use the estimated longevity was only 3 years. The device package was not opened and the device was not used. No patient complications were reported as a result of this event.